Event description:
It was reported that during follow up, the device could not be interrogated after several attempts. Patient was asymptomatic. Patient had been lost to follow up. The device remains implanted. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.